Event description:
The customer reported that there was an oil leak in the tube. The fe states that this caused the system to lock up. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube was replaced and the filament was calibrated during the service call. The system was tested, found to be working as intended and returned to service.